Event description:
Noise due to lead fracture at proximal tip. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.